Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" the tests were done 5 minutes apart getting 2.8, 3.4, and 4.0. Four weeks ago customer tested her inratio against lab results and they were inr = 2.4 and lab = 2.6. Pt's range: 2.5-3.5.

Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Inratio precision data provided by end=user: date: (B) (6) 2010; 1st inr = 2.8; 2nd inr = 3.4; 3rd inr = 4.0; mean = 3.40; sd = 0.60; %cv = 17.65. Five minutes lapse among three readings since 17.65% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010. Inratio meter = 2.4 inr; reference = 2.6 inr. Mean = 2.50. Confidence limits = 1.6-3.4. The mean of the inratio meter and comparative sys inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. As of 03/02/2010, 6 discrepant results complaints were reported for lot #214533 yielding a complaint rate of 0.023%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.